Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. (B)(6). (B)(4). Device evaluation: the preloaded system device was not returned. Only the lens was returned for evaluation. Visual inspection at 10x microscope magnification was performed. The lens was observed cut in two pieces. Also, a large cleft was observed across the lens surface; it could be related to the explant process. The reported issue was verified. However, the condition in which the sample was received indicates that the lens was handled and prepared for surgical use. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted, but after the unfolding of the iol inside the eye, a damage on the optic plate was visible. The lens was removed and replaced during the same procedure. The customer says that the folding process was executed correctly. There was a delay of some minutes. During follow up, it was reported that the iol plate looked cut on the edge. The incision was enlarged. No sutures were required. No vitrectomy was performed. Everything was ok with the patient after surgery. There was no negative outcome. There were no additional treatments. No additional information was provided to abbott medical optics.